Event description:
Olympus (osh) was informed via service inquiry that the customer visera pro video system center reportedly has a ¿connector problem, image flashes¿. The fault occurred during preparation before use (patient was not under anesthesia). There was no delay, and the intended procedure was completed with another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
A review of the repair history shows the device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the faulty video connector socket, loose lock/release lever, and image failure were confirmed. The instruction manual of otv-s7pro describes the following, and the faulty video connector socket might have been prevented by following the descriptions. ¿[important information ¿ please read before use]. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ / ¿[4.9 termination of the operation]: hold the instrument with one hand so that it will not move, push the locking lever down, and disconnect the video plug from the instrument.¿ olympus will continue to monitor field performance for this device.